Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) pocket site. The patient underwent a revision procedure wherein the ipg was relocated to the right. The patient was doing well postoperatively. Nothing was removed or added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.